Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Because this event occurred as a result of a delayed delivery, no device will be returned. Therefore, this is a final report.

Event description:
Customer reported not being able to test his blood glucose due to a delivery issue with their precision xtra meter. Customer reported experiencing symptoms of tremor, disorientation loss of coordination, and loss of consciousness. Customer reported taking orange juice and sandwich to counteract his symptoms. There is no report of diagnosis of hyper/hypoglycemia, third party medical intervention, death, serious injury or mistreatment.